Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patient symptoms. This event is being filed as an MDR since the patient reported having two teeth extracted (permanent damage to a body structure) after using the invisalign system aligners. Not returned to manufacturer.

Event description:
The patient reported symptoms of two cracked crowns (unspecified teeth), tooth infection (unspecified teeth), bone loss, sore gums and bumps on the gums. The patient reported visiting a medical doctor and a specialist due to the reported symptoms. The specialist reported the two crowned teeth had become infected and needed to be extracted, the teeth were extracted in (B)(6) 2014.